Manufacturer narrative:
UDI )di): (B)(4). Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received two scs leads from the same lot number. It was reported the pt is not receiving effective stimulation from her scs sys. Instead, the pt stated she ise experiencing unintended stimulation in the rib area. A sjm rep met with the pt and a sys diagnostics revealed the pt's scs sys is autoreducing and high impedances were observed. Reprogramming did not resolve the issue. X-rays taken showed the pt's leads have migrated. Surgical intervention is planned for a later date to address the issue.

Event description:
Additional information received identified the patient underwent surgical intervention to address the issue of lead migration and unintended stimulation effects. The patient's entire scs system was explanted and replaced. The reported issue is resolved.

Manufacturer narrative:
Results: microscopic inspection of one of the returned leads revealed broken wires 18.5cm distal to the stimulation end. The fracture in the lead body is consistent with an overstress condition the lead was subjected to while implanted in the body. The other lead passed all functional and continuity testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.